Event description:
Use one touch verio flex glucometer, insulin dependent diabetic. I do have cgm (continuous glucose monitor) (dexcom) however requires calibration, at time high or low on cgm is off, requiring glucometer. Went to calibrate new cgm, verio flex glucometer realizes test strip in meter, has blood drop symbol, however, does not recognize blood in test strip. Changing test strip bottle does not help. Manufactures documentation does not show corrective action to problem. Hmo, kaiser permanente, will not replace glucometer as it is "too new".